Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated should additional information become available.

Manufacturer narrative:
The device and lead remain in service with no change at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field that the patient was brought into the clinic for lead evaluation. No out of range measurements were observed at that time and no adverse patient effects.